Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd precisionglide¿ needles experienced a needle that broke. The following information was provided by the initial reporter: material no: 305111, batch no: unknown (initial reporter provided an invalid lot # of 200901). Caller reported (3) needles that had broken off after customer attempted to insert the needle into the insulin fill port. Contact reported that the needle would not go in properly, & that it would bent/break prior to attempting to fill the cartridge with insulin. Assisted customer with changing out the needle. Customer successfully filled cartridge. Number of occurrences - (3). Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no.